Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address eccentric poly wear of the liner.

Manufacturer narrative:
Update: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. In addition the investigation has determined this product code is now obsolete. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.